Event description:
It was reported that the patient experienced atrophy with the artificial urinary sphincter (aus) cuff. The entire aus was removed and replaced with a new aus. No further complications were reported.

Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus). The entire aus was removed and replaced with a new aus. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.